Manufacturer narrative:
15 pen needles affected by this event. H3 other text : device not available.

Event description:
Complaint entered once it was received by consumer team. Emailed copied below. There was no product information included in email. Cl. Embecta awareness date: 2024-03-06. Bd awareness date: 2024-03-02. "It hasn't worked for several needles, when I start to prick my skin, the injection pen there is a unit coming out of the pen and the pen is blocked, I change the needle and the pen works well again so at the prices it cost can we have needles that work because out of the quantity of 100 there is at least 15% that does not work thank you."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.